Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, floating particles were found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
E1. Address information was not able to be obtained, therefore, nj was used as a place holder. There were multiple medical device types: d2b: medical device type: jka there were multiple 510k numbers g4: PMA / 510(k)#: k213670, k231373 a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes, floating particles were found in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore 100 retention samples were visually inspected with no issues being identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the customers indicated failure mode: fm-unknown. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.